Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va33da6, implanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 12-nov-2026, UDI#: (B)(4), b3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that loss of therapeutic benefit. Caller asked if there is a particular program that can make the device work better for their symptoms. Caller stated that their primary indication is bowel (they had damage due to radiation cancer treatment) but they were told it would help with bladder too. Caller stated that when they first got the implant it was helping with their bladder quite a bit but now in the past couple of months it seems to be doing nothing to help with their bladder symptoms. Caller added that every time they stand up they have to void. Caller mentioned that they get up 4times a night and they can't make it to the bathroom and when they wake up at night they just completely empty their bladder. Caller also mentioned that if they get the urge to go while they are standing up they cannot stop it and they go through a lot of pads in a month's time. Caller stated that the therapy is helping with their bowel symptoms some but their symptoms can change on a daily basis depending on the fecal consistency. Caller stated that if the consistency is like "soft serve" (ice cream) then there is nothing to stop it. Caller stated they have had no falls/traumas that they would contribute to the change in their bladder symptoms. Caller stated that they have gone through all 7 programs and turned the intensity as high as they can comfortably. Caller noted that some days when they are sitting relaxing they have a bit of an ache in the saddle area because they feel like the stimulation may be up a little too high. Caller asked if it was possible the lead could have migrated stating that at the base of the spine, before going to the sacral area, they can feel the lead almost as if it was protruding and they can move it. The patient was redirected to their healthcare provider to further address the issue. Caller stated they have an appointment on wednesday.